Event description:
It was reported that the patient had high lead impedance on system diagnostics for when he was in the office about a month ago. However, programming history was reviewed and it seems that this high impedance was actually found in 2008, but not reported until 2009. Per the physician, no trauma or manipulation is suspected. X-rays were received and reviewed by the manufacturer. Based on the results of the x-rays review, the cause of the high impedance appears to be a gross fracture found in the lead. The device has been programmed off at this time. The patient was seen for surgical consult, but per the physician, it has been decided that the patient will try medication only for the next three months and they will decide if vns replacement will occur at the end of the three months.

Event description:
Reporter indicated via the manufacturer's implant card that the patient's vns lead and generator were replaced due to "battery depletion and fractured electrode". Diagnostics with the new vns generator and lead were within normal limits.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gros lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. The explanted lead and generator will not be returned to the manufacturer per hospital policy.